Manufacturer narrative:
The evaluation and repair of the unit has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) displayed a "gui inoperative" alert. Although requested, there is no information regarding patient involvement.